Event description:
It was reported that the lead exhibited increased capture threshold. The device was explanted and replaced. The patient's condition was well.

Manufacturer narrative:
Analysis was normal. No anomaly was found.